Event description:
It was reported that the customer jumped into the pool with the insulin pump on. Troubleshooting was performed. The mother stated she tried to put the device back but she noticed that an error alarm was displayed on the screen. The battery was changed and appeared the same error alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.